Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: ventilator stopped working during patient treatment. Oxygen supply failed. An intermittent sound alarm could be heard. The patient became hypoxic for a minute or two. After everything was corrected, the ventilator was reconnected to the patient and no further problems or abnormalities were noted. Patient harm was reported in this complaint, but not further specified. No harm to user or third party was reported. Neither a significant delay of treatment of patient was reported to hamilton. Investigation still ongoing.